Event description:
It was reported that the customer was hospitalized in intensive care unit due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 460 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.